Manufacturer narrative:
The customer was able to resolve the leak. Beckman coulter (bec) field service was not dispatched for this event. (B)(4).

Event description:
The customer reported a leak from a coulter lh 750 hematology analyzer. The instrument also generated low vacuum errors at the time of the leak. The volume of the leak was approximately 50 ml and was not contained within the instrument. The instrument operator was wearing gloves, glasses, and a lab coat at the time of the leak. There were no reports of biohazard exposure to the leak. There were no erroneous results generated and patient treatment was not impacted in connection with this event. The customer troubleshooted the leak and found the sample line was disconnected from the blood sampling valve (bsv). The customer reattached the tubing; the leak and errors were resolved.